Manufacturer narrative:
Not applicable as the lens was not fully implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge broke during the injection of an intraocular lens (iol) into the patient's eye. Reportedly, the cartridge was intact when loading the lens. This incident caused the lens to break. There were no clinical consequences for the patient. Additional information was received and it was clarified that the lens was scratched and another lens had to be used, model and diopter was not provided. No further information was provided. This MDR is to record the lens. Another MDR will be filed for the cartridge.